Manufacturer narrative:
(B)(4). D10: 90597004010, articular surface, lot: 63885840. 00595001702, femoral component precoat size g right, lot: 63931322. 66017569, palacos r+g 2x4 bone cement, lot: 88054662. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through legal notification that patient underwent an initial right total knee arthroplasty. Subsequently, approximately 6 years post implantation, the patient began experiencing pain while walking, along with swelling, and occasionally the wound site would be hot to touch. Subsequent referral to surgeon identified that the patient had aseptic loosening approximately 7 years post implantation. Patient was advised they were a good candidate for revision surgery at that time. The patient underwent an aspiration; following the aspiration results, the client has been placed on the urgent knee revision waiting list, and is still waiting for confirmation. A revision has not occurred at this time. Due diligence attempts for this event have been completed, and all available information has been provided.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h3, h6. The reported event could not be confirmed due to lack of appropriate information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.